Event description:
It was reported that the device exceeded the maximum temperature and the procedure needed to be cancelled. There were no adverse consequences and no medical intervention reported.

Manufacturer narrative:
The device has been received at the MFR for testing. An eval will be concluded, and a follow-up report will be submitted after the quality investigation is completed.